Event description:
Medtronic received information regarding a navigation device outside of procedure. It was reported during the inspection, the cranial frame screw breakage was confirmed. The part of screw that was broken was seemed to be caused by deterioration due to aging. There was no patient present.

Manufacturer narrative:
H3, h6) as reported, the attachment screw on the returned frame had been broken. The frame was otherwise intact and fully functional. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.